Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the one of three devices used in the same procedure. Refer to the associated manufacturer report numbers: 3005099803-2018-01575 and 3005099803-2018-01577 for the referenced device information. It was reported to boston scientific corporation on (B)(6) 2018 that three flexiva 200 tractip laser fibers were opened for use during a lithotripsy procedure performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis 60 watt console. According to the complainant, during preparation and outside the patient, when the fiber was checked before use, the aiming beam was not emitting directly through the tip of the laser fiber but was blurry and scattered. A second and third flexiva 200 tractip laser fibers were also checked and the same issue was noted. The procedure was completed with another flexiva laser fiber. The patient condition at the conclusion of the procedure was reported to be fine.